Manufacturer narrative:
Investigation ¿ evaluation: a review of the quality control and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the patient's 6 fr double lumen tpn blue lumen line had blood back flow. This line broke after instilling alteplase. The line was repaired but still continues to have occasional blood back flow in the blue lumen moving the clamp to the distal end below the cap has reduced the frequency of the back flow issue. This line was inserted (B)(6) 2016.